Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "upon placing the laryngoscope into the patients mouth and providing pressure to expose the vocal chords, the polaris handle at the connection bar broke off into the patients mouth. The 2 pieces (green plastic and the connection bar) were recovered successfully from the patients mouth with no injury or issues to the patient." The patient's condition is reported as fine.

Event description:
The complaint is reported as: "upon placing the laryngoscope into the patients mouth and providing pressure to expose the vocal chords, the polaris handle at the connection bar broke off into the patients mouth. The 2 pieces (green plastic and the connection bar) were recovered successfully from the patients mouth with no injury or issues to the patient." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The complaint sample is not available for return; however, the customer did return three photos of the sample. Visual inspection of the photos confirmed that the handle had been broken. The metal rod that holds the blade was completely separated from the handle. It is likely that undue force caused the handle to break; however, without the sample to evaluate, the complaint root cause cannot be established.